Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental will be filed.

Event description:
It has been reported that a versacross connect laac access solution kit has been selected for use for a left atrial appendage closure (laac) procedure. During the procedure, the physician mentioned that the j-tip mechanical guidewire got kinked as they attempted to withdraw it from the sheath/dilator and got stuck in the process. The components needed to be removed from the patient altogether where the guidewire was then able to be withdrawn. The procedure was completed successfully using a different device (same model). No patient complications reported. Product is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental will be filed. It was further confirmed via good faith effort response received on 23sep2023 that the guidewire was exposed approximately 40cm outside of the sheath when it got stuck. No issues were observed with the devices upon removal from packaging.

Event description:
It has been reported that a versacross connect laac access solution kit has been selected for use for a left atrial appendage closure (laac) procedure. During the procedure, the physician mentioned that the j-tip guidewire kinked as they attempted to withdraw it from the sheath/dilator and got stuck in the process. The guidewire was exposed approximately 40cm outside of the sheath when it got stuck. The components were removed from the patient altogether where the guidewire was then able to be withdrawn. The procedure was completed successfully using a different device (same model). No issues were observed with the devices upon removal from packaging. No patient complications reported. Product is expected to return for analysis.